Event description:
It was reported that customer believed insulin was not being delivered as blood glucose level was running high. During troubleshooting with tandem technical support, pump data was reviewed and it was confirmed that 0.9 units per hour were delivered successfully throughout the night. Contact indicated that customer's blood glucose level was improved from 396 mg/dl to 180 mg/dl.

Manufacturer narrative:
(B)(6) 2004 followup: customer awoke with blood glucose level of 140 mg/dl. After lunch bg level was 306 mg/dl due to not bolusing. The t:slim user guide indicates pump is to be used with individuals 12 years of age and older; pt is (B)(6) years old. The product has not been returned for evaluation. Should a new relevant info become available a supplemental report will be submitted.